Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted and the motor tested okay. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer's mother reported a motor error alarm during a bolus. Customer's blood glucose was 220 mg/dl. The mother could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).